Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales consultant reports that the surgeon was performing a lateral entry femoral nail insertion to treat a femoral mid shaft fracture. The hole on the insertion handle would not allow the sleeve to go through. They tried three different sleeves and these also would not go through. They swapped the insertion handle and the sleeve was able to pass through. They were able to complete the procedure successfully without patient harm. There was a 3-5 minute operative delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The returned standard insertion handle (lot# 49273230) was manufactured on may, 2005 and is 9 years old. The standard insertion handle was received with multiple hammer marks on the bottom side of the handle around the edge of the 120 degree antegrade insertion hole. Also, there are hammer marks on top of the device and scratches consistent with normal use. The balance of the instrument is in good condition. A review of the design drawing indicates that the returned part was manufactured to drawing ((B)(4)) since then there were multiple design changes to the drawing that did not affect the intended use of the device. The design is adequate for its intended use and did not contribute to this complaint condition. The method of use has reduced the hole diameter at this feature preventing the protection sleeve from being full inserted into the 120 degree insertion hole on the insertion handle. All such insertion handle removal techniques are intended to be performed by using the slide hammer hammer guide driving cap connected to the proximal side of the insertion handle. Therefore, this complaint is invalid from a design perspective. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No issues were found during manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.